Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey0975 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent PICC catheterization on (B)(6) 2020 for chemotherapy treatment. Before chemotherapy, the exposed part of the PICC catheterization was found ruptured and exuded when the catheter was flushed, and the damaged part of the catheterization was cut off and the joint was replaced.